Event description:
Received patient post op to nursing unit. At 0350, the nurse started calling physicians regarding the patient's uncontrolled pain. The doctor ordered vistaril, but no narcotics.orders were received to send the patient back to the or for lumbar incision and reexploration of intrathecal infusion catheter with pump programming at 1400. After the reexploration, the physician said there was a stiff internal wire coil which caused an abrasion to a nerve root or blood vessel. The patient did have blood in her central spinal fluid (csf) due to this catheter and was in considerable amount of pain from it. During the reexploration, the catheter removed and another one placed. The patient was later discharged in stable condition.